Manufacturer narrative:
(B)(4). Evaluation, method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens deformed, which made it hard to detect any defects on the lens. The lens was returned dry and there was evidence of dark surgical residue on the lens surface. (No conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. At a post-op visit on (B)(6) 2014, anterior subcapsular changes in the eye were noted. The lens was explanted on (B)(6) 2014 due to low vaulting. A new incision was made and a longer lens was implanted (12.6mm). There was no patient injury.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl was explanted/exchanged for a longer length icl, one year postoperatively, to address inadequate vaulting ("low vault"). No reported loss of bcva prior to the lens exchange but there were some anterior subcapsular opacities observed on the natural lens. No reported postoperative sequelae. Given the information that the longer icl size resolved the issue it is very likely that procedure related factor (miscalculations) caused the reported event. Per dfu visian icl handling precautions "1. Choice of the proper visian icl size should be carefully considered prior to surgery." Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, it is very likely that procedure related factor (miscalculations) caused the reported event. (B)(4).